Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller states that patient reports not feeling stim after going on a walk. Patient was implanted a few weeks ago and does not bring handset with her on walks.